Manufacturer narrative:
(B)(4). Photo analysis; a picture was received for evaluation. As per visual analysis of the picture received, an opened sample with damage suture (apparently thermal deformation/melted) into the labeled winding former product code z317h could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the 2 "faulty sutures" being reported. Was the suture "sheared" during use on the patient or before use on the patient? Were there any patient consequences? When the event occurred? Intra-op or pre-op? Procedure name? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in: 2210968-2021-12169.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: a labeled winding former with an undispensed suture piece and a needle-suture piece of product code z317h were returned for analysis. As per the visual inspection of product received, the suture suffered thermal deformation, including shrinkage, and melting. However, in the visual inspection of the winding former, no damaged or defect on the plastic tray could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The suture from opened product had significant thermal damage, including shrinkage and melting. The thermal damage to the suture is consistent with re-sterilization by autoclaving. In addition, product packaging clearly states: ¿do not reuse re-sterilize¿. Autoclaving conditions thermally damage the product and fatigue the packaging.